Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device stated "system fault" and unexpectedly rebooted by itself following cough therapy. There were no reports of patient involvement associated with the reported event. Ventec reached out to the reporter to request clarification on whether the issue was observed during patient use or testing; however, the reporter advised that they did not remember and was unable to provide any further details.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it alarming "system fault" and then rebooting by itself following cough therapy was confirmed. An internal inspection of the device was performed which revealed damage to the cough assist valve poppet. Ventec replaced the cough valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the rubber ring of the cough assist valve's poppet was torn.